Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. Customer is currently in (B)(6). Daughter stated customer is obtaining results over 200mg/dl am fasting. The customer¿s expected am fasting blood glucose test result range is 138-139mg/dl. The customer feels well and did not report any symptoms. Due to the issue with the high results, customer went to the hospital to have his blood glucose checked. The doctor at the hospital performed the blood test with their meter (unknown) brand and result was within his normal range fasting am (undisclosed result). Doctor had advised customer to obtain new meter. Daughter did not recall the exact date but stated it was the week before the call. Daughter stated that customer got covid and he has to go every single day to hospital to take his blood sugar due to the problem with his meter. Customer's tests strips are expired: test strip lot manufacturer¿s expiration date is 09/19/2021 and open vial date was not disclosed. Customer was educated on proper handling and expiration date on test strips and advised to stop using the expired tests strips since expired test strips may cause inaccurate readings. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer stated he would be unable to return due to him having covid-19 and not being able to send from (B)(6). Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.